Event description:
It was reported that "a couple of months ago," it was determined by the pt's health care provider (hcp) that the pt's pump had failed and the catheter was "plugged." The pt reported never having had any therapeutic effect. The catheter was revised in (B)(6) 2010. The pump worked "for about a month" following the catheter revision, then the pt experienced a return of symptoms. A dye test was performed, but no dye was seen in the catheter. Per the pt, the pt's hcp was considering replacing the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).